Event description:
It was reported that inflatable penile prosthesis (ipp) was not working properly, so the patient visited the hospital two weeks before surgery. During revision, a saline leak was found due to a crack in the cylinder connecting tube was identified, so the physician replaced the cylinder and pump. The cause of the cylinder connecting tube crack has not been elucidated in the hospital. After this operation, the patient improved.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that visual examination of the device identified leak in cylinder 1 kink resistant tubing (krt), attributed to fatigue. Both cylinders were not pressure test due to leak was identified. Based on the observed leaks, the reported allegations are confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination of the device identified a leak in the cylinder 1 kink resistant tubing (krt), attributed to fatigue. And worn to filament; hole was present. Both cylinders had the leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; holes and hemostat/clamp tool mark damage were present. Functional test was not performed due to leak observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that inflatable penile prosthesis (ipp) was not working properly, so the patient visited the hospital two weeks before surgery. During revision, a saline leak was found due to a crack in the cylinder connecting tube was identified, so the physician replaced the cylinder and pump. The cause of the cylinder connecting tube crack has not been elucidated in the hospital. After this operation, the patient improved.